Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed be associated.

Event description:
According to the available information a 54-year-old patient with erectile dysfunction of unknown origin received an inflatable penile implant on (B)(6) 2023. He consulted his doctor on (B)(6) 2025, reporting that the prosthesis had stopped inflating, preventing an erection. During a clinical examination, the doctor found that the prosthesis did not inflate when the pump was activated. Therefore, he opted for a surgical revision of the prosthesis, which was performed on (B)(6) 2025. The doctor found the pump stuck. The doctor decided to replace the pump and cylinders, keeping the original reservoir. No surgical or post-surgical complications were reported. The implant is currently functional, and the patient is satisfied.

Event description:
According to the available information a 54-year-old patient with erectile dysfunction of unknown origin received an inflatable penile implant on (B)(6) 2023. He consulted his doctor on (B)(6) 2025, reporting that the prosthesis had stopped inflating, preventing an erection. During a clinical examination, the doctor found that the prosthesis did not inflate when the pump was activated. Therefore, he opted for a surgical revision of the prosthesis, which was performed on (B)(6) 2025. The doctor found the pump stuck. The doctor decided to replace the pump and cylinders, keeping the original reservoir. No surgical or post-surgical complications were reported. The implant is currently functional, and the patient is satisfied.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the piece of detached inlet tubing or the connector.the information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.